Event description:
Per the clinic, the patient experienced erosion of the posterior external auditory canal wall and electrode extruded into the external ear canal (specific date not reported). The patient also experienced an infection at the cortical mastoidectomy cavity which was treated with antibiotics (specific date and duration not reported). Subsequently, the device was explanted on november 25, 2024, and the patient was reimplanted with another cochlear device during the same surgery.